Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer received a "replace sensor" message on the abbott diabetes care. The customer refused to provide the symptoms they experienced and self-managed by administering insulin for treatment. There was no report of death or permanent impairment associated with this event.